Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the guide wire broke off inside the patient. A jagwire/035/straight guide wire had been advanced to an unspecified location within the common bile duct. At an unspecified time during the procedure, a portion of the guide wire broke off inside the duct. The physician was unable to retrieve the device fragment. The procedure was completed with another of the same device. There were no additional patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.